Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot# npg029291n, product type programmer, patient product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patients revised pump system was explanted due to wound dehiscence and infection. The initial revision took place on (B)(6) 2012, however it was not reported how long after the wound dehiscence and infection presented. The explant date of the revised system was not reported. Additional information has been requested, however was not yet available at the time of this report. The medication in the pump was hydromorphone.